Manufacturer narrative:
Device is combination product. A promus premier ous mr 38 x 3.00mm stent delivery system was returned for analysis. An examination visual and via scope of the crimped stent found distal stent damage with struts partially lifted at the site of a polymer extrusion kink. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube shaft identified multiple kinks. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen identified a polymer extrusion kink 16mm proximal from distal end of markerband. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20nov2019. It was reported that stent could not cross the lesion. The 90% stenosed, 38mm x 3.0mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The 38 x 3.00mm promus premier drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. No further patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage.